Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the tips of a fenestrated bipolar forceps instrument would not open. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side/vertical misalignment of the grips preventing it from closing as reported by the customer. Additional finding not reported by site: during visual inspection, the instrument was found to have thermal damage with charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.